Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complaint alleged that during a routine shift check b a clinician, the device displayed a "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.